Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of 7 months due to unknown reasons. The explanted valve was replaced with another 27mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learnt through the implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 7 months due to recurrent bacterial endocarditis. The explanted valve was replaced with another 27mm 11500a valve. Per medical records, the patient presented in septic shock. Blood cultures grew gram positive bacteria, source was from gangrene left toes. Ivabx started and partial amputation with I&d performed. Tee then showed recurrent endocarditis aortic/tricuspid prosthetic valves. Patient underwent redo avr, redo unknown tvr and mvr. The aortic prosthetic valve was replaced with another 27mm 11500a valve implanted with pledgeted sutures and secure with cor-knots. The unknown prosthetic tv was replaced with a non-edwards 33mm epic valve, and the native mv with 31mm epic valve. The patient had severe coagulopathy, the chest was left open, and he was transferred to the cardiovascular intensive care unit in critical, but stable condition. The patient was discharged on pod #10. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative. Updated sections b4, b5, b7. Updated section d9. Updated sections g3, g6. Updated sections h2, h6 - type of investigation. H11: corrected data. Corrected sections h6 - health effect - clinical code; device code(s). Per additional information received, the failure of the bioprosthetic aortic valve was due to recurrent bacterial endocarditis and not due to a deficiency in the device. Based on the information obtained, this event is no longer considered reportable, and this correction is being submitted.